Event description:
It was reported that there was an error with the continuous glucose monitor, specifically labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and the caller was successfully able to start their sensor session following the reset process.